Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported system error 105 was reproduced upon start up. A review of the event history log identified system error 105. The cause was determined to be a failing motor. The motor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 105 (pic motor error). There was no patient injury or medical intervention associated with this event. No additional information is available.